Event description:
Unomedical reference number (B)(4) event occurred in netherlands on (B)(6) 2020, the patient's mother reported that the infusion set's needle broke off in the body. The infusion set was inserted last weekend in the patient's buttock. No further information available.